Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited oversensing external emi. The device charged but returned to sinus before the shock was delivered. The patient was asymptomatic. Programming change was made. Patient will continue to be monitored.